Event description:
I became temporarily blind the months for march and april. I used the product bausch & lomb contact lens solution. The dr informed me on 03/11/06 that I have keratitis and to see a specialist. Without the help of the specialist, I would have lost sight in both eyes forever.